Manufacturer narrative:
Under section f10, the event problem device code was incorrectly entered as 1259; the correct event problem device code is 1059. No further info is available. The MFR is now closing its file on this event.

Manufacturer narrative:
Since the device is unavailable for evaluation, co's investigation of this event was limited to a review of the device history record and a trend analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the info available, no conclusion can be drawn as to the cause of this event. The facility will be notified of co's review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
On 3/13/97, the facility nurse contacted the MFR and reported that the needles bend easily, it was additionally stated that when probing the pt to find the device septum, the needle cannula bends too easily. The customer would like a 19 or 20 ga 2 1/2" needle for more consistency in the needle cannula. The facility nurse was informed that needles other than the MFR's non-coring 22ga needle would effect the device septum life. The facility nurse stated that they did not like the way the needle feels and will not use it any further.